Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during re-recurrent tapp procedure. Surgeon placed symbotex 15 x 10 cm to upper and under peritoneum and used device to fix it. The first device was used successfully, however, the handle of the second device became stiff and made strange sound after several firings of the tacker. The handle could not be squeezed to the end. Oozing bleeding occurred and was treated by gauze. Surgeon tried to fire it again but the same result. Then the surgeon stopped using it. The event occurred in use for patient. The procedure was completed with manual suturing. The surgical time was extended by less than 30 min. The device was removed from the tissue by force and tissue damage was caused. It could be approximately 2 mm depth and 2 mm size damage of muscular tissue. The tissue damage was not permanent. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.